Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five samples were received at the manufacturing site for investigation. Two of the samples were used and contaminated. The other three samples were unopened and unused representative samples. A visual inspection was conducted on the two used samples and the reported condition was confirmed, there were gaps present within the tubing. Because the samples were contaminated with food, no functional testing could be completed on those samples. The three unused samples were visually inspected with no defects found. Those three samples were then flow rate tested and the samples passed all test requirements. A corrective and preventative action has been opened to address the reported condition. This complaint will be used for further tracking and trending purposes. Correction made to section d4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient's mom has no idea what's wrong but air is getting into the tubes and the pump is bleeping.